Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had physical damage on the insulin pump. Customer stated there were cracks around the battery compartment and plastic was breaking off. Customer also stated that there was a crack from the reservoir compartment to the act button. Clip also slides off due to damage to the pump. Customer's last blood glucose level was 12.6 mmol/l. Customer was advised that pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Insulin pump received with a cracked reservoir tube lip, broken battery tube threads, minor scratches on lcd window, scratches reservoir tube window, cracked reservoir tube, cracked belt clip and stained end cap sticker.